Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20182531, expiration date 12/31/2011). (B)(4).

Event description:
Caller states patient tested 5.9 inr on coaguchek xs system 1 and 3.4 inr and 3.4 inr on coaguchek xs system 2. Patient's coumadin dose was reduced based on results of 3.4 inr. No adverse event reported. Requested return of suspect system and replacement was sent.